Manufacturer narrative:
The insulin pump had button error alarm due to flattened dome switch at act button on keypad traces. The pump was unable to perform the displacement, basic occlusion, occlusion, prime and no delivery tests due to keypad damage. The pump was received with scratched display window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 420 mg/dl. The customer treated with bolus and injection. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer also stated that there was a priming anomaly. The customer was advised to call back to troubleshoot. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.